Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the microez¿ micro with vessel dilator broke at the moment when we were to break and remove it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a microintroducer sheath from the catheter is confirmed and was determined to be manufacturing related. One 4 fr s/l powerpicc solo with one half of a 4.5 fr microintroducer attached to the catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter and microintroducer sheath. The microintroducer sheath appeared to have stayed attached to the catheter without fully breaking as intended. The orange portion of the microintroducer sheath was found to be completely surrounding the powerpicc solo catheter. The remaining half of the microintroducer sheath appeared to be unable to be removed without sliding it off of the distal portion of the catheter. Because the microintroducer appeared to have not broken properly, the complaint of difficulty removing a microintroducer from the catheter is confirmed and was determined to be related to manufacturing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the microez¿ micro with vessel dilator broke at the moment when we were to break and remove it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the microez¿ micro with vessel dilator broke at the moment when we were to break and remove it. No other information was provided.